Event description:
It was reported that the patient had difficulty charging her implantable neurostimulator (ins). It was the first time the patient attempted to recharge after implantation and she was unable to get any coupling bars to darken. The patient noted that she saw the "charge your ins" message intermittently even though the ins battery level was 50%. Additional information reported that the patient was experiencing soreness and swelling at the implant site. A company representative was able to connect the recharger to the battery but was unable to get full coupling bars. Additional information was requested but was not available at the time of this report.

Event description:
Follow up information received reported that the cause of the event was determined to be swelling at the ins site. The physician had the patient wear an abdominal binder for an extra week. Since then, there have been no further reported issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3777-45, lot#: v884057011, implanted: 2012 (B)(6), explanted: na. Lead: model 3777-45, lot#: v886553001, implanted: 2012 (B)(6), explanted: na. Programmer: model 37744, serial#: (B)(4). Recharger: model 37754, serial#: (B)(4). (B)(4).